Event description:
Allegedly, patient revised due to hip and groin discomfort, pain, stiffness, aching and numbness. Mom complications (left).

Event description:
Allegedly patient was revised due to mechanical loosening.